Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Rv defib impedance steady at approx. 44 ohms through 26-oct-2015, rises out of range starting 27-oct-2015. Svc defib impedance steady at approx.54 ohms through 26-oct-2015, rises out of range starting 27-oct-2015. (B)(4).

Event description:
It was reported that there was high impedance on the high voltage portion of the right ventricular (rv) lead. Since it was not clear whether the high impedances were due to the rv lead or due to the connector problem, the device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.